Manufacturer narrative:
Additional information : imdrf annex a, b, e, f, g codes and manufacturer narrative. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24may2017. The review was performed from the date of manufacture to the present date 07jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that a post-op patient who was receiving infusions of veletri and vasopressin returned from having lvad surgery and "the medication quantities were insufficient for caring for the patient." New medications needed to be obtained from the pharmacy and there was a delay in treating the patient. Also, the quad of IV pumps were "unable to be clearly read due to the screens malfunctioning. The lettering was upside down and buttons didn¿t represent their function since they were not labeled on the screen." The staff tried to replace all of the pumps and they failed as well. The nurses were not able to titrate the medications as a result of this screen issue. There was patient involvement but no injury or harm.

Manufacturer narrative:
(B)(6). Initial reporter facility name : (B)(6) medical center university campus. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a post-op patient who was receiving infusions of veletri and vasopressin returned from having lvad surgery and "the medication quantities were insufficient for caring for the patient." New medications needed to be obtained from the pharmacy and there was a delay in treating the patient. Also, the quad of IV pumps were "unable to be clearly read due to the screens malfunctioning. The lettering was upside down and buttons didnt represent their function since they were not labeled on the screen." The staff tried to replace all of the pumps and they failed as well. The nurses were not able to titrate the medications as a result of this screen issue. There was patient involvement but no injury or harm.